Event description:
Baxter received a customer complaint involving a pump that allegedly overinfused during pt use. The pump, filled with 230 ml of 5-fu and normal saline solution, infused in over 40 hours. The customer's expected duration of infusion is 46 hours. It is unknown if pt injury or medical intervention resulted from this incident.